Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2019. The patient¿s mother reported the patient¿s skin around the sensor pod felt warm and hard. The patient was evaluated by a physician at an urgent care who diagnosed her with a staph infection. She was prescribed oral and topical antibiotics. The physician removed the sensor to evaluate the affected area and discarded the sensor with the attached transmitter. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.